Event description:
The manufacturer representative (rep) reported that the patient had difficulty or was unable to charge. It was reported that the patient got 6 of 8 coupling bars but that was only briefly. It was further explained that the patient got 4 bars and then 0 bars. The implantable neurostimulator (ins) pocket site was reported to be fine where the device wasn't moving around and it was not at an angle. The rep did initially say the ins was at a slight angle. There was a report that the rep was getting the "too hot message" often. The patient indicated that they had trouble recharging for the last 2-3 years. A timeline regarding the "too hot message" was unavailable. The patient was recommended not to use the belt since coupling seemed to be worse when the belt was used. It was requested that the entire recharger because they would not be able to change out the insr antenna. Eventually, the rep was able to use another implantable neurostimulator recharger (insr) and the patient was able to maintain 6 coupling bars. The patient had not been able to use their therapy since they were not able to recharge. It was later reported that the rep indicated that the ins was slightly tilted. The rep could feel the ins, but it was not obviously tilted, only slightly. The patient was having issues with recharging. They wouldn't move at all but their coupling would go from 6 to 4 to 0 bars. Relevant medical history includes radicular pain syndrome (radiculopathies).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37791 lot# (B)(4) unknown implanted: explanted: product type recharger product ID 37751 lot# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and from a friend/family member on 2017-jul-20. The patient¿s implantable neurostimulator (ins) was removed on (B)(6) 2016 due to their pain and issues recharging. No further complications were reported/are anticipated. Additional information received later stated that the patient was trying to schedule an MRI. MRI compatibility guidelines for leads were reviewed, and it was also reviewed that the patient's healthcare provider (hcp) should call if they had specific MRI questions. It was confirmed the lead was not in the patient's head and was for the patient's back, and the hcp would be calling later. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.